Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer alleges he was unaware the armrest had cracked, and when he had gone to get up out of the chair, he had leaned on the armrest. Due to the crack in the armrest, it would not support his weight allegedly causing him to fall getting out of the chair.

Manufacturer narrative:
Failure to head product warnings. Updated the "device manufacturer date".

Event description:
Provider alleges the consumer alleges he was unaware the armrest had cracked, and when he had gone to get up out of the chair, he had leaned on the armrest. Due to the crack in the armrest, it would not support his weight allegedly causing him to fall getting out of the chair.

Event description:
Provider alleges the consumer alleges he was unaware the armrest had cracked, and when he had gone to get up out of the chair, he had leaned on the armrest. Due to the crack in the armrest, it would not support his weight allegedly causing him to fall getting out of the chair.

Manufacturer narrative:
Correction of the manufacturer. Additional information.